Event description:
The account alleges the catheter broke and detached during use within the aortic arch. The broken piece was successfully retrieved. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A supplemental report will be submitted once the evaluation is complete.

Manufacturer narrative:
The suspect medical device was returned for evaluation. The complaint was confirmed. The root cause could not be determined. A search of the complaint database was performed and 2 similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.